Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed, openings during analysis. Additional observations: deformation observed. No further actions are required, as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, a left side exchange with no complaint against the device. Healthcare professional, later reported, rupture. Healthcare professional, additionally reported, "hole non-specific". The device has been explanted and not replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side exchange with no complaint against the device. Later a different healthcare provider reported a left side rupture. The device has been explanted.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.